Event description:
The customer's spouse reported via phone call that the customer had an issue with the 6 sets from the last box. Customer's husband stated that he would change the set and it would work fine. Customer's husband stated that they were receiving a no delivery alarm. Customer's blood glucose was around 135 mg/dl. Customer does not want to return the set or reservoir for analysis. Customer was advised to call when the issue occurs to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.